Event description:
Please refer importer report (B)(4).

Manufacturer narrative:
A maquet field representative inspected the device. He replaced the ceiling suspension with a new one, and verified that no further friction is occurring. He verified the similar maquet devices in the facility and found no other malfunction. This investigation is on-going and the results will be included in a follow up report. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.